Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier to perform failure analysis; results are pending investigation.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the medium-large clip applier instrument repeatedly failed to release the clip after deployment, causing it to remain stuck in the instrument jaws and preventing proper detachment from tissue. The clip was applied to the vessel but then remained in the instrument jaws and would not properly release. The issue was reproduced multiple times despite cleaning and inspection, with no contamination found. Removal was only possibly by using another da vinci instrument to manually release the clip from the instrument tip. Manual intervention using another instrument was required, leading to vessel tears and potential patient safety risks. The device was removed from use and reported for further investigation. The procedure was completed.

Manufacturer narrative:
Updated fields: h2, h3, h6, h11. Device evaluation: the medium-large clip applier instrument was analyzed and found the primary failure of bent grip tip to be related to the customer reported complaint. The instrument was found to have one bent grip, causing them to be misaligned which prevented the clips from functioning correctly. The offset at the tips was 0.31mm. The grips were not found to be cracked.

Event description:
Refer to h11 for follow-up information.